Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had to frequently charge the ipg and her skin would get too warm when charging. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be done at this time.

Event description:
A report was received that the patient had to frequently charge the ipg and her skin would get too warm when charging. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.